Event description:
It was reported that the duodenovideoscope had instruments protruding through the outer wall of the distal end during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, cracked adhesive around the light guide lens was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation the most probable cause of reported failure was not determined. The most probable cause of cracked adhesive around light guide lens was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.